Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523. Lot: l759640. Manufacturing site: bettlach. Release to warehouse date: 13 april 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: l759640) was received at us customer quality (cq). Visual inspection of the complaint device showed the tip had broken off. The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. Device failure/defect identified? Yes. Dimensional inspection: (manufactured rev) shaft od = conforming. Groove diameter= conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a femoral recon nail insertion, the threads of the driving cap which thread into the insertion handle broke, which appears to be apparent metal to t although the part was well screwed in into the insertion handle where it broke. It leads threads inside the handle metal irretrievable. So, both of these parts are not useable and broken. There was no surgical delay, and the procedure was successfully completed. There was no adverse effect to the patient. This complaint involves (2) devices. This report is for (1) driving cap/threaded. This report is 1 of 2 for (B)(4).